Event description:
It was reported that the downward buttons that adjust cut and coag are nonresponsive.

Manufacturer narrative:
The manufacturer has not yet evaluated the unit. Once the investigation has been completed, a follow-up report will be submitted.